Event description:
The customer observed false repeat reactive alinity s hiv results for multiple patients that were confirmed negative by pcr. The results provided were: on (B)(6) 2025, sid (B)(6), initial=reactive (no actual results provided) /repeat on another alinity s=reactive (no actual results provided) /pcr=negative on (B)(6) 2025, sid (B)(6), initial=reactive (no actual results provided) /repeated on another alinity s=reactive (no actual results provided) /pcr=negative there was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted and after review of the available information there was no deficiency of the device identified. There was no risk for death or serious deterioration in state of health identified for the event, therefore, this event is no longer reportable. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the alinity s hiv ag/ab combo, lot 74642be00. Review of tracking and trending for the alinity s hiv ag/ab combo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74642be00.device history review did not identify any non-conformances or deviations with the complaint lots. The overall performance of the alinity s hiv ag/ab combo reagents in the field was reviewed using data gathered from customers worldwide, specifically, regarding reactive rates and specificity across biotest-pharma gmbh (germany), applicable peer sites and across a whole blood and plasma group. Lot 74642be00 are performing within product requirements for all groups. At the customer site an elevation in initial reactive rates (irr) and initial reactive rates minus repeat reactive rates (irr ¿ rrr) was observed in october and november. This is only observed at the customer site. The peer group performs consistently. For lot 74642be00, the ir and ir - rr rates are relatively elevated at the customer site when compared to prior lots and with the other groups testing this lot. However, the specificity performance of lot 74642be00 is better at the customer site than the other groups. The performance of lot 74642be00 is within product requirements across all reviewed groups. Based on the investigation, alinity s hiv ag/ab combo, lot 74642be00, is performing as intended, and no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up submission send for correction on h11 additional MFR narrative updated: as removed the typo (incorrect) statement from previous submission: a complaint investigation was conducted and after review of the available information there was no deficiency of the device identified. There was no risk for death or serious deterioration in state of health identified for the event, therefore, this event is no longer reportable. Please see below updated h11 additional MFR narrative: the complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the alinity s hiv ag/ab combo, lot 74642be00. Review of tracking and trending for the alinity s hiv ag/ab combo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74642be00.device history review did not identify any non-conformances or deviations with the complaint lots. The overall performance of the alinity s hiv ag/ab combo reagents in the field was reviewed using data gathered from customers worldwide, specifically, regarding reactive rates and specificity across biotest-pharma gmbh (germany), applicable peer sites and across a whole blood and plasma group. Lot 74642be00 are performing within product requirements for all groups. At the customer site an elevation in initial reactive rates (irr) and initial reactive rates minus repeat reactive rates (irr ¿ rrr) was observed in october and november. This is only observed at the customer site. The peer group performs consistently. For lot 74642be00, the ir and ir - rr rates are relatively elevated at the customer site when compared to prior lots and with the other groups testing this lot. However, the specificity performance of lot 74642be00 is better at the customer site than the other groups. The performance of lot 74642be00 is within product requirements across all reviewed groups. Based on the investigation, alinity s hiv ag/ab combo, lot 74642be00, is performing as intended, and no systemic issue or deficiency was identified.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s hiv results for multiple samples that were confirmed negative by pcr. The results provided were: on (B)(6) 2025, sid (B)(6). Initial=reactive (no actual results provided) /repeat on another alinity s=reactive (no actual results provided) pcr=negative on (B)(6) 2025. Sid (B)(6). Initial=reactive (no actual results provided) repeated on another alinity s=reactive (no actual results provided) pcr=negative there was no reported impact to patient management.